Event description:
It was reported that during a routine pump replacement they were unable to aspirate the catheter during surgery. Surgeon opted to revise the catheter and replaced it; the spinal segment was not retrieved. It was added that the catheter was not fractured.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(4) 2012 (B)(4).